Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a procedure performed on (B)(6) 2015. According to the complainant, post procedure, the patient experienced abdominal pain prior to starting duodopa medication, which was initiated on (B)(6) 2015. The pain persisted, so the patient went to the emergency room on (B)(6) 2015. A scan confirmed buried bumper syndrome. An upper gastrointestinal endoscopy was performed to correct the condition. No further treatment was provided. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a procedure performed on (B)(6) 2015. According to the complainant, post procedure, the patient experienced abdominal pain prior to starting duodopa medication, which was initiated on (B)(6) 2015. The pain persisted, so the patient went to the emergency room on (B)(6) 2015. A scan confirmed buried bumper syndrome. An upper gastrointestinal endoscopy was performed to correct the condition. No further treatment was provided. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.